Manufacturer narrative:
As of september 30, 2004 the instrument has not been returned to isi for evaluation. Discussion with the site revealed that misuse of the instrument occurred. During the surgical procedure, the permanent cautery hook instrument was used to clean tissue from another surgical instrument. Misuse of the instrument likely contributed to the alleged instrument damage. The instrument IFU specifically states: "do not use an instrument to clean debris off another instrument intraoperatively. This may result in damage to the instruments."

Event description:
It was reported that the "plastic part at end of hook has come off". Follow-up correspondence with the hospital has revealed that the instrument damage occurred when the surgeon attempted to use the hook instrument to clean charred tissue off another surgical instrument. No information has been provided regarding whether the plastic component was retrieved. No patient harm, adverse outcome or injury was reported.